Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, it was found that about 1 cm of the staple line was opened after the anastomosis of double stapling technique. The site was resected with other devices and the case was completed. There were no adverse consequences for the patient. (B)(6). The deployed staples were b-formed. The tissue was taken uniformly in the jaw. There were no difficulties in firing and in handling the adjusting knob. The indicator was in gap setting scale. The doughnut was good.